Manufacturer narrative:
It should be noted: the test strips the customer was using are specifically designed for use with fs insulinx blood glucose meters and is incompatible for use with the omnipod insulin pump. The freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother (customer is a child) reported that on (B)(6) 2014 customer, who uses an omnipod insulin pump in conjunction with adc test strips involved in the recent recall, received a reading of 155 mg/dl at approximately 3:00 pm which was lower when compared to a reading of 185 mg/dl received at the same time on a friend's freestyle flash blood glucose meter. There was no report of death or permanent injury associated with this event.